Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy using replacement pump, and technical support arranged shipment, provided storage and return instructions, and requested return of affected pump within specified timeframe.